Manufacturer narrative:
The reported pads were sent to zoll chelmsford for evaluation from zoll united kingdom, however, the pads were unable to be located for testing. Instead, electrodes from retained samples of the same lot number, 2021a, were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.